Manufacturer narrative:
D10: 204-23-09 - ps tibial inserts sz 3, 9mm - (B)(6), 204-04-32 - trapezoid tibial tray sz 3f/2t - (B)(6), 234-03-03 - optetrak asy, ps cemented femoral, sz 3, - (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: ,1038671-2023-00477. No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified there appears to be damage consistent with delamination on the articular surface of the patella. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The revision reported may have been the result of prosthesis wear that occurred over approximately 13.5 years of use. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2 for this event. It was reported that a patient had an initial right total knee arthroplasty. Subsequently, thirteen (13) years, six (6) months later the patient underwent a right knee revision procedure due to prosthesis wear. Both the tibial insert and patella polyethylene components were replaced. The patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.